Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. It was reported that there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump¿s black box data revealed multiple ¿no cartridge detected¿ warnings following load steps. During testing, the pump received ¿no cartridge detected¿ warnings during the load step of the prime sequence. The pump powered on with no vibratory features due to internal moisture damage. The pump was opened and moisture was observed on force sensor flex cable and internal components of the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).